Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11285r01, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: j11 285r01/j11285r01, (B)(6), (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and morphine at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that there was an issue with the medication; the patient switched over to dilaudid instead of morphine. The patient was on a lot of medication; he was taking dilaudid at a highdose in the pump. The catheter was down in between the dura and mesh "in the inside." A new pump was placed in (B)(6) 2003. The patient was given medication for pain, which would go away, after which he would get drowsy. This occurred in 2002. The patient had a hole in his sciatic nerve root; he had always had pain in his back since 2000, before the pump was placed; he was taking 390 mg of oral morphine which did not help the pain at all, and that was why they put the pump in. The patient's pump changed every 5 years. No further complications were reported.